Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have a stripped power cable and motor speed that was unstable. It does not appear that the wiring was exposed only that the insulation was damaged. The plug harness assembly and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a repair was requested. Due diligence is complete and no additional information is available. At product evaluation investigation the dermatome was found with unstable motor speed. No adverse events were reported as a result of this malfunction.